Manufacturer narrative:
Date of event is estimated. It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. The ipg became inoperable due to lack of charging. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Effective therapy was confirmed post op.